Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
The coil was found to be damaged as reported. The dpu failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The detachment fiber did not receive heat and melt. The most likely contributing factor to the coils inability to be detached may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Additional damages found: located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. A portion of the sheath is observed to be protruding through the fracture. The locking mechanism has compression and stretching damage. This damage occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused apportion of the coil damage found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the circumstances of how and where the damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The doctor could not detach the orbit galaxy g2 coil (641cx0408/c18784) during a procedure to embolize the left carotid ophthalmic artery. This was the fourth coil in the procedure. It was noted that the issue happened during the procedure on the patient. The doctor changed the enpower detachment control box (dcb00000500/f71285) to confirm that the coil was deficient before using a new coil of the same catalog and lot number. However the same dcb and connecting cable (ccb00015700/c23050) used initially on the coil that did not detach was used on the new coil, which detached without issue. A pre-deployment electrical check was performed on all coils in the procedure and the results for the coils that detached passed the electrical check. It is not specified whether the coil that did not detach passed the check. There was a less than 20 minute delay in the procedure. The following information describes the troubleshooting related to the g2 coil that did not detach. All connections appeared to fit properly without excessive force. All lights illuminated when pressing the power button. No fault light was seen during the case. The detachment light did not illuminate during the detachment cycle and the audible beep was not heard. The coil was removed from the patient and was stretched when it was removed. The coil was still attached to the delivery system when it was removed from the patient. There was no physical damage to the coil prior to the attempt to detach.